Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading at time of call was over 600 mg/dl. The customer was experiencing unexplained high glucose for five months. It was stated that the infusion set was changed three times the day of the event. It was stated that the customer's glucose level was high during the school time, and continued being high while at home even as she was taking manual injections. The caller declines to troubleshoot and stated that the customer had high glucose level issues since july and ended in the hospital several times. The caller stated that the doctor recommended having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.